Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had stopped working and they had to go to the emergency room due to high blood glucose. The customer reported that the insulin pump stopped delivering. They changed the set twice but his blood glucose reading kept going up. The insulin pump did not alarm. The customer had since been put on a loaner insulin pump from his diabetic educator. The hospital gave him insulin shots when his blood glucose level was 137 mg/dl. The customer¿s current blood glucose level was 61 mg/dl and they were treating with glucose tablets. The customer stated they ran a self-test and the insulin pump passed. The customer declined troubleshooting for the low blood glucose. They were advised to follow up with their health care professional concerning the high blood glucose. The device will not be returned for analysis.